Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro meter compared to "reflabs." The meter serial number was not provided. What the specific reagent and or laboratory method is meant by "reflabs" was not provided. The customer did not provide the specific strip lot or the date of the event. From the 96 comparisons to "reflabs," 3 had discrepant results. Patient 1 meter result was 5.6 inr and the reflab result was 4.3 inr. Patient 2 meter result was > 8.0 inr and the reflab result was 4.8 inr. Patient 3 meter result was 7.2 inr and the reflab result was 4.1 inr. The discrepant results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.